Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-03423. The pt received an occipital system (off-label) (B)(6) 2011. The pt was scheduled for a lead revision on (B)(6) 2011. During the revision, it was found that the front supraorbital lead was too superficial. The other lead was stimulating at the wrong area. The right occipital was causing unpleasant feeling. The three leads were repositioned and programmed resolving the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.